Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has blank display. It was also mentioned that the customer put in new battery twice and it was still showing insert battery and now she has high bg (declined to t/s) and it's showing a blank display. Blood glucose level was 187 mg/dl at the time of the incident. The insulin pump will be returned for analysis.